Manufacturer narrative:
H3, h6: the device, used in treatment, has been returned for evaluation. A visual inspection reported no defects. The functional evaluation found no faults, the device performed within expected parameters. We have been unable to confirm a relationship between the event reported and the device on this occasion. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported event has been reviewed, revealing further instances. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that during use the battery did not charge, the green light did not turn on when the power cord was inserted. The issue was solved with a backup device and there was no delay.